Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented remotely via merlin. Net. It was noted that patient's lead exhibited over sensed noise. There were no patient consequences.

Manufacturer narrative:
The reported event of over sensing noise was confirmed. A complete lead was returned in one piece. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil in the proximal region of the lead. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Additional information noted that the lead was explanted and replaced. There were no patient consequences.